Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "effect of bone cement viscosity and set time on mantle area in total knee arthroplasty" written by michael kopec, bs, joseph c. Milbrandt, phd, nick kohut, bs, brian kern, md, and d. Gordon allan, md, frcs(c) published by the american journal or orthopedics october 2009 was reviewed. The article's purpose was to compare mantle intrusion depth and operative time in tkas performed with the quick-setting, high-viscosity depuy ii cement or a medium-viscosity cement endurance or another non depuy cement. Knee implant products were non-depuy. Depuy products utilized: depuy ii cement, endurance cement. Adverse events: dvt (no information regarding interventions), hemarthrosis (treated with synovectomy and poly liner exchange). No further information provided and no device failures were no noted.